Event description:
It was reported that there was a catheter occlusion, change in therapeutic effect and a subsequent catheter revision. The patient was experiencing withdrawal symptoms of increased tone, tremors, pain, and itching. There was a surgical revision of the catheter connector on (B)(6) 2011, where the lumbar portion of the catheter connector was "cleaned out". On (B)(6) 2011, an x-ray showed radio graphically, intact baclofen pump and catheter. The event severity was reported as moderate. The patient required hospitalization as a result. The patient outcome was reported as "resolved without sequelae" as of (B)(6) 2011. The medication in the pump was gablofen (baclofen). The manufacturer device registry reported both the pump and an associated catheter removed as of (B)(6) 2011. No reported information confirmed that date or event outcome. A follow-up report will be sent if additional information becomes available.

Event description:
Additional information: it was reported that the patient had an elective removal of the pump and selective dorsal rhizotomy due to continued issues with the pump after multiple catheter revisions.

Event description:
Additional information: it was reported that the reason for pump explant was "primary indication for device use went away, patient improved and/or was surgically corrected".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 8596sc serial# (B)(4), revised: 2011 (B)(6), implanted/explanted: unknown, product type catheter product ID, 8596sc serial #(B)(4), implanted: 2009 (B)(6), explanted: 2011 (B)(6), product type catheter. (B)(4).